Manufacturer narrative:
Device passed sleep current measurement, active current measurement, and displacement test however, the device alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin 6 on the keypad assembly. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected battery power loss, power loss alarm, or power error 25 alarm noted during testing or in the downloaded history files.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.